Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a non-specific product performance anomaly. This device is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a non-specific product performance anomaly. This device is expected to return. No additional adverse patient effects were reported. Additional information from the field representative, revealed that the replacement of this device was preventive due to the ingenio high battery impedance advisory, the device was reaching elective replacement interval (eri) and that there were no abnormal battery behaviors noted prior to replacement.